Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen in (B)(6) 2020 with coolsculpting developed recurring pah post treatment. Diagnosed with pah on (B)(6) 2022 by medical doctor.

Event description:
Allergan aesthetics received a report that a patient was treated on (B)(6) 2020 with coolsculpting to the lower abdomen using a cooladvantage applicator, and treated on (B)(6) 2020 with coolsculpting to the upper abdomen using a cooladvantage applicator. Following treatment, the patient presented with paradoxical hyperplasia (pah/ ph) to the upper abdomen. On (B)(6) 2021, the patient was treated with liposuction to the area and experienced a recurrence of ph to the upper abdomen. On (B)(6) 2022, the patient had a second liposuction surgery to the area and experienced a recurrence of ph again to the upper abdomen.

Manufacturer narrative:
H11: additional change and/or corrected data.

Event description:
Allergan aesthetics received a report that a patient was treated on (B)(6) 2020 with coolsculpting to the lower abdomen using a cooladvantage coolcore applicator, and treated on (B)(6) 2020 with coolsculpting to the upper abdomen using a cooladvantage coolcore applicator. Following treatment, the patient presented with paradoxical hyperplasia (pah/ ph) to the upper abdomen. On (B)(6) 2021, the patient was treated with liposuction to the area and experienced a recurrence of ph to the upper abdomen. On (B)(6) 2022, the patient had a second liposuction surgery to the area and experienced a recurrence of ph again to the upper abdomen.

Manufacturer narrative:
Additional change: b5.